Event description:
Customer called on (B)(6) 2011, reporting that the lh 500 hematology analyzer generated erroneous high basophil differential results with instrument generated flags for 3 patient specimens. A 4th patient specimen was provided by the customer without instrument generated flags. The same specimens were rerun several times on the same lh 500 instrument and recovered lower basophil results. Specimen #2 did not generate an instrument flag on the second rerun. Manual differentials of the specimens, which confirmed lower basophil results, were also performed by the customer but results were not provided. Erroneous differential results were not reported out of the lab. Specimen #3 was never reported out of the lab because platelet clumps were found in the specimen and patient was redrawn. Customer's lab protocol is to rerun basophil results greater than 5%. There was no death, injury or change to patient treatment as a result of this incident. Field service engineer (fse) was dispatched and checked e-lyse and s-lyse reagents. Fse also checked latron setting, conductivity noise and replaced the diff pak reagents.